Event description:
The customer contact reported that the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No specific patient info, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. It was also reported that the device experienced a touchscreen calibration issue approx a month ago. During testing at the user facility, the touchscreen would not calibrate. No additional info was provided

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was noted to have intermittent touchscreen issues. This was due to a broken touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.